Manufacturer narrative:
Changed due date from 12/04/2024 to due date 12/13/2024.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was confirmed there was a network intermittent connection issue of the device to the central station which is investigated in a separate complaint. Based on the information provided in the case and by the philips rse, the customer's allegation could not be confirmed. The device itself was operating to specification producing sound and alarming properly. No further investigation or action is warranted at this time. After further investigation, this report has been deemed not reportable. Device-fetal-17 "the reported problem would have no effect in patient monitoring on the fetal monitor. As mentioned in the product labeling shipped with the device, ob tracevue/intellispace perinatal is not intended to replace current fetal monitor paper. From a clinical perspective, users performing fetal monitoring are trained to search for suspicious trace patterns. The clinician should verify the status of the device before starting monitoring and would notice on the screen that the device is not connected to the obtv network anymore."

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation d4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. (B)(6)

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating the alarm did not sound. The device was in use on patient at time of event, there was no adverse event reported.